Manufacturer narrative:
The t:slim g4 user guide states that the bolus history shows the bolus request, the bolus start time, and the bolus completion time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level under 50 mg/dl; however the exact value was not provided. The customer ate a cookie and milk and did not bolus, due to the low bg level earlier. The customer's bg level then became elevated to 246 mg/dl. The customer took a correction bolus. Then the customer's bg level was noted to have lowered to 47 mg/dl. A few minutes later, during the call, the customer's bg level lowered to 44 mg/dl. The customer consumed carbohydrates and juice. By the end the call, the customer's bg level had returned to target range. The customer thought that the insulin on board should reflect an additional bolus that they thought was delivered. Tandem technical support reviewed pump data and instructed the customer that a bolus request must be confirmed in order to initiate the bolus. The customer also stated that they are still getting used to the pump and that they need to consult with the healthcare provider regarding pump settings. The customer reported being very sensitive to insulin and that rapid bg fluctuation is a usual occurrence.